Event description:
Philips received a complaint by the customer on the v60 indicating that the upper part of the touchscreen was not functioning. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the upper part of the touchscreen was not functioning. It was stated that calibration failed as well. The investigation is ongoing.

Manufacturer narrative:
It was reported that the upper part of the touchscreen was not functioning. It was stated that calibration failed as well. Per good faith effort (gfe) response, the touchscreen was replaced, and calibration was performed to resolve the reported issue. The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.